Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Insulin leaked at the connection between the tubing and infusion set during priming. No adverse event reported. A request was made for the return of the leaky infusion set and tubing, replacement sent.